Manufacturer narrative:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (age in 40s) underwent an unknown ablation procedure with a navistar¿ electrophysiology catheter. The patient suffered complete heart block. After procedure, complete heart block occurred, and a pacemaker was scheduled to be inserted. The patient was affected. The physician's judgment on health injury is that it is serious. The causality with product is unknown. There were no abnormalities observed before or during use of the product. The plastic part of the pin box slot was broken. This occurred when preparing the procedure. Procedure was continued as-is. Version information - v7.1.80.33. The procedure was successfully completed without patient consequence. Additionally, a signal noise occurred only in lab on ablation catheter 1-2. Carto 3 electrical signal was displayed clearly. This occurred when the ablation catheter was inserted into the cardiac cavity. They completed the procedure by inserting the map 1 -2 in the ¿icout¿ into another lab-pin box; the noise continued. The case continued with a noise filter in lab. After that, the ablation catheter electrical signal in the laboratory naturally became clear. There was no reproducibility in post-case verification. Additional information was received on 10-may-2022. Heart block was discovered post use of biosense webster products. Planned pacemaker implantation. The patient outcome of the adverse event was improved. The generator used in the case was a smartablate. Additional information was received on 13-may-2022. The physician reported that the block disappeared, and the pacemaker was removed from the patient. Additional information received in a (B)(4) received on 23-may-2022. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician commented that an abnormal voltage index might have missed because it was difficult to cooperate with ¿me¿ since it was the facility where procedures were performed occasionally and the ¿me¿ was low experienced. Although pacemaker implantation was initially planned, the patient eventually returned to normal rhythm and no pacemaker was implanted. The patient outcome of the adverse event was fully recovered (no residual effects). The patient does not have relevant tests/laboratory data. The patient does not have other relevant history. Since the event (heart block) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record evaluation was performed for the finished device 30691759m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).